Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-sensed t-wave oversensing. No changes were reported. The patient status was unknown.

Event description:
New information received notes programming changes were made to restore normal parameters. The patient was stable.